Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The customer did not state if the unit was on a patient at the time of the event. Carefusion has attempted to gather this information however no response has been received. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this unit keeps blowing fuses.